Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since they got the implant on (B)(6) 2016 it has drained their metabolism and affected their muscles. They don't know if it was the procedure itself, but their hands and arms have been swelling, and they went to the ER for it. It was stated that their potassium was drained and they had "such low" levels. They believe it had something to do with the medications they were given, such as antibiotics. Their hands are still swollen and they can't grasp things right now. It was further noted that the patient hadn't been able to have a bowel movement since implant, and that date notified was the first day they were able to have one. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor, with the patient noting they were implanted somewhat for bowel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.